Event description:
Customer states at 1337 on (B)(6) 2025 employee (phlebotomy tech in lab) was removing butterfly needle from patient's arm. The needle did not retract properly and stuck employee's right thumb when she moved to apply gauze to the patient's arm. Customer has responded "no" to all exposure questions. Customer advised after playing around with a few of these needles, the safety can fail to properly secure if anything impedes the full force of the spring when the safety is activated. Between holding pressure at the insertion site and the potential for tubing to contact the drawer's hand, it can be pretty easy to slow the safety mechanism to failure. A discussion with lab supervisors confirms this. It seems like a need for education.

Manufacturer narrative:
Complaint (B)(4). Received 11pc 450130/g241037c for evaluation. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no de-viations in association with the reported issue. The activation of safety mechanism is regularly tested during in-process inspections; no irregularities were observed. Customer samples were visually and functionally evaluated; no abnormalities associated with the complained error were detected. The safety mechanism could be fully activated. The complaint could not be confirmed.